Event description:
It was reported during peritoneal dialysis (pd) therapy (dwell), the titanium adapter disconnected from the minicap transfer set; subsequently resulting in a leak. The patient reconnected the transfer set and continued therapy. The cause of the disconnection was unknown. Three days later the patient was diagnosed with peritonitis. The patient presented to the hospital; however, it was not reported if the patient was admitted. Treatment was not reported. It was not reported if the titanium adapter was changed. The patient was recovered after two weeks. Action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.